Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12/19/2023, it was reported by a sales representative via (B)(4) that an ar-8332h shaver hand piece is loud and heating up. No case involvement.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. (No problem found and motor) due to the condition of the device, the reported event of "heating up" could not be confirmed during evaluation. However, the most likely cause of this event is use error; however, the complaint of "shaver hand piece is loud" was most likely due to motor failure.